Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 120 to 150 mg/dl. Customer sought medical intervention and went to the emergency room on (B)(6) 2015 and (B)(6) 2015 due to blood glucose readings over 200mg/dl, using trueresult meter. When blood glucose test was performed at hospital, her readings were within her expected range of 120 to 150 mg/dl. Storage of product not verified. Test strip lot manufacturer's expiration date is 12/31/2013 and open vial date is not verified; test strips are expired. Recall test results performed fasting from meter memory (date / time not set). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.